Event description:
It was reported that the event log of the arctic sun device showed an alert 113 (reduced water temperature control). The nurse stated for some reason the therapy was stopped . The patient temperature was 30.2c and the target temperature was 33c. There was a good pad coverage. The water level showed three bars and would send the arctic sun device to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the event log of the arctic sun device showed an alert 113 (reduced water temperature control). The nurse stated for some reason the therapy was stopped . The patient temperature was 30.2c and the target temperature was 33c. There was a good pad coverage. The water level showed three bars and would send the arctic sun device to biomed.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the event log of the arctic sun device showed an alert 113 (reduced water temperature control). The nurse stated for some reason the therapy was stopped . The patient temperature was 30.2c and the target temperature was 33c. There was a good pad coverage. The water level showed three bars and would send the arctic sun device to biomed.